Event description:
The manufacturer representative (rep) reported an adaptive stimulation issue. It was reported that the stimulation output changed unexpectedly. There was a report that the patient indicated that they had increased their upright setting about a week prior to the report and then had later decreased both the upright and mobile voltages. However, the patient reported that their upright then changed unexpectedly to 2.4 and 2.0 from 2.0 and 1.8 respectively on their 2 programs. No falls was reported. Transition times were reviewed in that it takes time to change the amplitude from position to position. The rep met with the patient 3-4 weeks prior to the report and had re-oriented the implantable neurostimulator (ins) and had reset the adaptive stimulation (as) settings. The rep made the upright cone a little larger and had increase mobility rate. It was reported that the rep hadn't heard from the patient until receiving another complaint on the day of report. There was a report of an unexpected increase in voltage. The patient reported that their stimulation was raising the level again without any input from them. The mobile setting went to 2.40 on program 1 and 2.00 on prog ram 2 and they had not messed with that setting since they reset the unit. The upright setting was raised a week prior and then lowered back to the original setting or close to it. The day prior to the report, they raised it from 2.20 to 2.40 on program 1 and 1.80 to 2.00 on program 2. The patient reported that they just did it again for both the upright and mobile settings. The consumer reported that their stimulator was auto adjusting again. They tried setting the left side or number 1 back to 2.00 and it did not want to stay there. The right side or number 2 did stay at 1.80 and this was for mobile. They were walking well over 3 minutes before the setting went fromupright to mobile. It was reported that the patient did continue walking after the change for about 4 minutes. The patient came in and sat down afterwards and after about 3 minutes, it went to the upright and number 1 side went up to 2.20 on its own. It was reported that the patient changed it back to 2.00. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they still didn't know the cause of this, but since the patient did not need a different setting for mobile, they decided to unchecked upright and mobile as a defined position. The rep had not heard anything from the patient indicating that he was still having problems as of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an issue with their stimulator keeping the selected stimulation level. It took four days for the ¿side 1 or left side¿ to finally set and hold a lower stimulation level, and the ¿right side or side 2¿ took over a day and three attempts to lower from 2.00 volts to 1.80 volts. As soon as the patient would exert themselves the stimulation level came up and when they checked the ¿right¿ was back to 2.00 volts and ¿left¿ 2.50 volts. The ¿left was trying to adjust to 2.30¿ volts. Just a minute prior the left side was higher just sitting there and when the patient checked it was back to 2.50 volts. As soon as the patient went to lower it, it showed the lower setting. The patient wondered if the rep had seen this before and what they could do for this. The patient confirmed they were setting the new level and staying in that position for three minutes or more. The patient later reported a stimulation issue; the device had been cycling from higher intensity to lower intensity all morning on (B)(6) 2016. It was noted to be quite annoying. The rep reported that the patient was adjusting but the stimulator didn¿t appear to be learning even though the patient stated that they were in the position for the three minutes. It was noted that the rep was not with the patient as the time of the call to patient services on (B)(6) 2016. The rep was considering having the patient turn off adaptivestim until the patient could be seen which would possibly be on (B)(6) 2016. Additional information was received from the manufacturer representative (rep) indicating that the patient was seen on (B)(6) 2016. The rep wiped out their adaptive stimulation settings and reoriented their battery, increased mobility sensor slightly, and increased the upright and lying down cones. The rep then set in the patient defined amplitudes for their positions. They were unable to reproduce the reported events they described. It was noted that the patient would update them in a few days as to how things were working. It was noted that the amplitude jumps for their right side were from the 2.3 to 2.5v. Their upright position was set at 2.3v and their mobility was at 2.5v. It was not known that they had any bearing on what was happening. The patient never had any problems in any of their lying down positions, only while upright.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.